Event description:
Unsolicited communication: patient called in reporting pump alarm going off. Patient stated pump alarm (serial (B)(4)) read 1870. Author advised patient that it meant "motor time out error". Author advised patient that pump will have to be sent back to manufacturer for service. Author advised patient to move to back up pump and we will get another pump sent out as soon as possible. Patient voiced understanding and had no other questions. No other information available at this time. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Did the reported produce fault occur while in use with the patient? Yes. Did the product issue cause or continue so patient or clinical injury? No. Is the actual device available for investigation? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. Reported to (B)(6) by: patient/caregiver.